Event description:
The patient's pump reportedly "went out before". They did not know what their doctor did, but it went out and they had to replace the pump. They stated the pump went bad about six or eight years prior to (B)(6) 2014. They went through withdrawal at that time, and "they thought that the patient was going to kill somebody." The pump contained morphine at that time. Additional information was requested to determine specific symptoms, outcome, and the cause of the device issue.

Manufacturer narrative:
Product ID: 8703w, lot# l45809, implanted: (B)(6) 1998, product type: catheter. (B)(4).